Manufacturer narrative:
Procedural images were provided and showed that the delivery wire was passed over a 10mm radius subclavian vessel. The length of the fractured wire that remained in the patient was 0.7" (1.5cm) and is a straight wire measuring 0.015" in diameter. The remaining portion of the delivery wire was available for inspection at the hospital and it showed the fracture at 1.75" from the start of the grind which also measured 0.015" in diameter. This is consistent with specification of the delivery wire and of the fractured end. At the fracture point on the delivery wire, there is a sharp hook in the wire indicating that the wire was twisted to the point of failure. The physician indicated that he was trying to release the avpii from the delivery wire at the time of the wire failure. But based on the tortuosity of the path, the unscrewing that was applied to the wire was not delivered to the screw end, but instead caused the wire to twist on itself to the point of failure. We are continuing to investigate this failure, and have forwarded this information onto our research and development team for additional review.

Event description:
(B)(4). Initial information was reported by a consumer on 13-jun-2008: a (B)(6) female consumer received treatment with poly-l-lactic acid (sculptra) four weeks ago for cosmetic purpose, and two weeks later, on an unspecified date, she experienced a "change in color:" she stated that her cheek is red in color. Event is ongoing. She indicated that she received one other treatment a year ago and tolerated the treatment. Lot numbers/expiration dates and reconstitution information unknown. No further medical information reported. Additional information for sculptra (lot # and expiration date - not provided) from (B)(4): because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Brr without hint to root cause. No faults, defects or damages detectable. Conclusion: no faults detectable.

Event description:
According to the information received, after successfully deploying a 22mm amplatzer vascular plug ii (avpii), and while attempting to unscrew the delivery wire from the avpii, the delivery wire broke off approximately three inches from the screw hub. It is unknown at this time as to what further intervention was performed. Additional information has been requested, including imaging of the implant procedure and patient information, but has not yet been received. Should additional information become available a supplemental report will be filed.

Manufacturer narrative:
Aga medical could not evaluate the amplatzer vascular plug ii involved in this incident since it was not returned to us.